Event description:
It was reported the cord was worn. The rf (radio frequency) head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) cord insulation is worn. Uplink tested out of specification.